Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 02-012-35-2009 - logic tibia ps mod insrt sz 2 9mm: (B)(6), 02-010-01-0320 - logic femoral ps cem right sz 2: (B)(6), 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t: (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm: (B)(6), 204-70-00 - tibial stem ext. Screw: (B)(6).

Event description:
As reported, approximately 8 years and 3 months post the initial right total knee arthroplasty, the patient had a little bit of instability. The patient had the opposite side revised a year ago. Because of that, the patient wanted a revision done on the right side instead of just a liner exchange. The patient was revised to a size 2 cc femur and 32mm patella with a transition cc tibial insert. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.